Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip and scratches on the display window which were present during visual inspection. The insulin pump passed the priming, displacement, basic occlusion, occlusion and excessive no delivery alarm test. All buttons on the device functioned properly and there were no button error alarms. However, moisture damage was found on the keypad traces. (B)(4).

Event description:
Customer reported via phone call button error alarm and high blood glucose levels. Customer's blood glucose level was 459 mg/dl. Customer treated their high blood glucose with manual injections. Customer felt nausea as a result of high blood glucose levels. Troubleshooting for the button error alarm was performed. Customer advised they attempted to prime, they did not prime the proper way purposely, they attempted to save the reservoir, they hooked up to a new infusion set by holding the button and finally this was the reason why they pressed the button for 3 minutes or longer. Customer stated the button error alarm did not occur right after the pump was exposed to moisture. Customer stated that a button was pressed for 3 minutes or longer. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.